Manufacturer narrative:
Were requested but not provided, however the customer stated the patient was an infant. The customers report of midazolam (versed) infusing at a wrong rate was due to the user programming an infusion at an unintended dose. Both devices were observed with instrument seal intact. The syringe modules both iui connectors were observed to be dull. No anomalies were observed with the returned devices. Internal inspection was deemed not necessary the customers reported issues was attributed to a programming error. No errors or malfunctions were recorded in the returned devices error logs on the customers reported incident date of (B)(6) 2020. The syringe module was selected for programming on (B)(6) 2020 at 1:36 am, a bd plastipak 20ml syringe with a volume of 18.50ml was selected and programmed as midazolam drip (drug ID 195), a vtbi of 18ml was entered and a dose of 0.3mg/kg/h was entered, patient weight of (B)(6), the rate was set to 1.68ml/h and the infusion was started. At 11:20:31 am the syringe module alarmed for neoi with a calculated volume infused of 16.32ml. At 11:22:17 am the syringe module was selected for programming and a vtbi of 2ml was entered and the infusion was restarted. Calculated volume infused 16.37ml. At 11:22 am the syringe module was selected for programming and the user entered dose 0.03mg/kg/h and the rate was adjusted to 0.168ml/h and the infusion was started. Calculated volume infused was recorded as16.38ml/h. At 3:07:50 pm the syringe module was selected, vtbi was selected and infusion was started with no changes. At 3:11:05 pm the syringe module alarmed for check syringe. Calculated volume infused 17.02ml. On (B)(6) 2020 at 12:18 am there was no initial programming of the drug midazolam (versed) and no observed infusions of midazolam (versed) completing at 9:30 am on (B)(6) 2020 as reported by the customer. The returned syringe module was tested for accuracy. Test results show the device passing, plunger force accuracy, barrel clamp accuracy test and plunger position accuracy test. The root cause of the customers complaint that an infusion of midazolam (versed) infused at a wrong rate was due to user programming. No device malfunction is believed to have occurred. Device history review: review of the service history record showed that the syringe module had a manufacture date of 01/03/2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/28/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the service history record showed that the pcu device had a manufacture date of 12/28/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/28/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the cardiac intensive care unit (cicu) that versed was programmed at 1218 at a rate of 0.03mg/hr. At 07:14 during shift change the rn confirmed that the versed infusion was infusing at the correct dose. At completion of the infusion at 09:30 the rn realized that the versed infused at a rate of 0.3mg/hour instead of the expected 0.03mg/hour. There were no adverse effects caused to the infant patient from the event.